Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient of unknown age who underwent breast augmentation with mentor smooth gel implants in 2012 experienced severe acne and other symptoms beginning 2015. The patient was also diagnosed with lupus on unknown date. The patient had an MRI in (B)(6) 2017 that showed the right implant had disintegrated. In (B)(6) 2017, the patient underwent explantation of the devices. Per patient, the surgeon had to scrape off silicone that had traveled to her clavicle and rib cage. The patient also reported she has silicone in her lymph nodes, and that she cannot find a doctor who will do the procedure for lymph node/silicone removal. The patient expressed insurance has paid (B)(6) not including what she has paid out of pocket. Breast implants are not lifetime devices. Breast implants rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Silicone gel-filled implant ruptures are most often silent, meaning most of the time neither the patient nor the surgeon will know if the implant has a tear or hole in the shell. However, sometimes there are symptoms associated with gel implant rupture. These symptoms include hard knots or lumps surrounding the implant or in the armpit, change or loss of size or shape of the breast or implant, pain, tingling, swelling, numbness, burning, or hardening of the breast. The following things may cause implants to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. The FDA continues to believe that the weight of the currently available scientific evidence does not conclusively demonstrate an association between breast implants and connective tissue diseases (statement from (B)(4), m.d., of the FDA¿s center for devices and radiological health on agency¿s commitment to studying breast implant safety). No contact information was provided, therefore no follow up can be completed. Should additional information become available, this case will be re-assessed and notes will be updated. This report is for the left side.